Event description:
It was reported that, there was a hair on the tyvek sheet. The nail was used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: product inquiry states the nail kit (packaging) to be the subject product. No further associated products were reported. A review of the DHR revealed no discrepancies, in particular in the packaging process. The device returned was documented as faultless prior to distribution. Pollution in original condition could not be verified as the packaging was already opened but it could not be excluded that the pollution occurred during manufacturing. Based on the information given an exact root cause could not be determined. The found hair has to be classified as a non-conformance; previous actions are in place.

Event description:
It was reported that, there was a hair on the (B)(4) sheet. The nail was used.